Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part # 04.168.300s , lot # 5l81226, manufacturing site: grenchen, release to warehouse date: aug 08, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient was knocked down and injured, resulting in right femoral neck fracture. On (B)(6) 2021, the patient underwent right femoral neck fracture reduction and internal fixation under general anesthesia in the hospital. Procedure went smooth and the patient was discharged from the outpatient department after surgery. On (B)(6) 2021, when the patient was reexamined, an x-ray film was taken, which showed that the fracture line was present, femoral head lateral internal fixation cut out, and the outpatient department was hospitalized with "failure of internal fixation after operation for right femoral neck fracture and the examination was completed after hospitalization. The surgery of total hip arthroplasty was performed for the treatment of right femoral neck fracture with internal fixation failure this report is for one (1) bolt for femoral neck system 100mm length-sterile. This is report 1 of 1 for (B)(4).